Event description:
This 29 mm sjm epic valve was implanted on (B)(6) 2011. The valve was explanted on (B)(6) 2015 due to pvl secondary to prolapse of one of the cusps. A 31 mm perimount pericardiac bioprosthesis was implanted.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.